Event description:
When the attending surgeon attempted to fire the stapler during lung transplant, it got stuck and had difficulty firing across the pulmonary vein causing some damage, a clamp then had to be placed due to the incomplete firing of the stapler, this clamp caused further damage and an atrial injury.